Manufacturer narrative:
The condition of low battery alarm was confirmed through evaluation due to defective main batteries. The main batteries where replaced to correct the condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Event description:
During service by baxter personnel, it was found that a flo-gard infusion pump experienced a low battery alarm, during battery testing in the standard functional test, and this alarm interrupted delivery. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.